Event description:
It was reported that cartridge alarm 30 occurred on pump, and caller could not recall whether issue had happened during cartridge load process. There was no adverse impact to the customer¿s blood glucose level. Issue occurred previously and caller resolved it independently by navigating to pump menu and resuming insulin delivery without loading new cartridge that day, and complaint was closed as resolved with no additional actions documented.